Event description:
Olympus (omsc) was informed that the customer camera head was returned for service/repair for a reported ¿image is interrupted¿ found during an unspecified event. No death, injury or harm was reported to olympus.

Manufacturer narrative:
A physical evaluation was performed, and the customer¿s reported issue could not be confirmed as the image was not interrupted during testing. However, the service evaluation identified the following: the cable unit is twisted and cut exposing internal mesh. The video connector has corrosion on the electrical contacts. The control unit has signs of physical wear/scratches. The objective lens has excessive scratches. The cause of the customer¿s issue could not be confirmed. However, the investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. If additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly 15 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the image was temporarily interrupted due to a temporary communication failure from cable twisting, scratches, and penetration. Since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The following information is stated in the instructions for use which may have prevented the event: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.